Event description:
Customer's wife reported the customer tested his blood glucose on (B)(6) 2014 around 7:30 a.m. And received a result of 100 mg/dl. He delivered 6.0 units of insulin, as normal, and then left for work. He "passed out" due to hypoglycemia and was in a car accident around 8:15 a.m. He was taken to the hospital and admitted into the emergency room, and he was discharged later the same night. Wife could not provide additional details. His normal blood glucose is 120-130 mg/dl. The alleged product is not available to return for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.